Manufacturer narrative:
The central control board was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination it was found that the reported issue was confirmed. The board was installed on a working system and at power on lift and shift engages and key turn off does not disrupt power. The engineer attempted to do firmware update and got a corrupted firmware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the 2d image quality was grayed out during a case. The site was suspecting auto-brightness not working and will reinstall software. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The image acquisition system (ias) system board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the 2d image quality was grayed out during a case. The site was suspecting auto-brightness not working and will reinstall software. There was no delay to the procedure. There was no reported impact on patient outcome.